Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system generated approximately 30 erroneously low sodium (na) patient results. Customer reported that the results were reported out of the laboratory. Customer reported that the erroneous results had to be amended. Customer did not provide the data. Customer reported that they re-drew from the patients and re-ran the results on another instrument and sent the new results out to the physicians. Customer reported that there was no impact to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they ran quality control (qc) and qc passed. Customer reported that there was a leak coming from the cap piercer. Customer reported that the cap piercer was leaking fluid onto the patient samples. Bec field service engineer (fse) redid all the alignments and flushed the drain line. The fse found a piece of tube was clogging the line which caused the leak. The fse unclogged the line.